Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse in the interventional department opened the package of the indwelling needle before performing the puncture for the patient and found that there was fluff on the needle tip. It has happened many times recently, resulting in the need to remove the needle again. The patient is very dissatisfied, and the head nurse hopes to avoid this situation. ***************************************************** ************ received an update from the sales representative, and the description of the incident was updated as follows: 1. Specific operation and use: when the nurses in the department used the closed indwelling needle to check the objects, they found a black foreign matter at the tip of the needle. 2. Adverse events: black foreign matter was found at the tip of the needle when inspecting the product. 3. Impact on victims: timely discover product problems and not use them on patients to avoid infection risks to patients. 4. Treatment measures and results: after the nurse found out, she stopped using the indwelling needle and replaced it with a new one. And reported to the medical engineering registration.

Manufacturer narrative:
Investigation summary bd was able to observe a material on the catheter, however, we are not able to identify the nature of the material due to the absence of the sample. Therefore, a sample is recommended to perform an evaluation of the indicated failure mode. This product was made manually and during the assembly process and packaging area, product quality was evaluated during the manufacturing process with attributes inspections. This inspection was performed 100 % by operators to ensure that the product met with acceptance criteria. Besides, control technicians also performed a sampling according to the quality control plan. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Since this product is no longer manufactured at nogales site since (B)(6) 2022, and now is being manufactured at suzhou, china, no additional actions will be taken for this complaint here in nogales. However, if any defect is found by the customer with a batch manufactured since the date mentioned, the investigation will belong to suzhou, china.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse in the interventional department opened the package of the indwelling needle before performing the puncture for the patient and found that there was fluff on the needle tip. It has happened many times recently, resulting in the need to remove the needle again. The patient is very dissatisfied, and the head nurse hopes to avoid this situation. Received an update from the sales representative, and the description of the incident was updated as follows: 1. Specific operation and use: when the nurses in the department used the closed indwelling needle to check the objects, they found a black foreign matter at the tip of the needle. 2. Adverse events: black foreign matter was found at the tip of the needle when inspecting the product. 3. Impact on victims: timely discover product problems and not use them on patients to avoid infection risks to patients. 4. Treatment measures and results: after the nurse found out, she stopped using the indwelling needle and replaced it with a new one. And reported to the medical engineering registration.